Event description:
It was reported that the vns patient experienced redness and swelling at the incision site. It was reported that the patient was recently implanted with vns. The patient was prescribed antibiotics to prevent device explant; however, the surgeon feels that he may have to explant the device. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.